Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump's button was unresponsive. Customer stated that the insulin pump had low battery message was displayed continuously, and the sound of alarm was sounded, and the black icon was displayed. No harm requiring medical intervention was reported. Insulin pump will not be returned for analysis.